Event description:
The daughter of an (B)(6), female, pt, called zoll customer support to report that the pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (exposed wired) was confirmed. Upon investigation, the cable connecting the distribution node (dn) and rear therapy electrode, was ripped from the dn. The rear therapy electrode were severed and missing from the belt. The root cause for the damage was physical abuse. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.